Event description:
It was reported that the patient had developed an infection surrounding both incisions and all implanted devices which caused swelling around the incision site, redness, exudate and open incisions that was not healing well and fever. The patient was prescribed with antibiotics and was recovering well. Additional information was received that the patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Event description:
It was reported that the patient had developed an infection surrounding both incisions and all implanted devices which caused swelling around the incision site, redness, exudate and open incisions that was not healing well and fever. The patient was prescribed with antibiotics and was recovering well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: model: sc-2218-50, serial: (B)(6), batch: 7165244, upn: m365sc2218500, UDI: (B)(4). Product family: scs-linear leads: model: sc-2218-50, serial: (B)(6), batch: 7165241, upn: m365sc2218500, UDI: (B)(4). Product family: scs-lead fixation: model: sc-4316, batch: 34905914, upn: m365sc43160, UDI: (B)(4).